Event description:
It was reported that the patient experienced pain when using the spinalpak device. The patient wore the unit for 12 to 14 hours and could not stand up after treatment. The patient contacted their doctor who advised them to pause treatment until their follow up appointment. No further information was provided.

Manufacturer narrative:
Section b3: as date of the event is unknown, the event date is estimated as may of 2026. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent. The device is used for treatment.